Event description:
It was reported that a hispanic female patient underwent a breast augmentation primary with mentor memorygel breast implants 325cc and suffered several unexplained systemic symptoms, including weight gain, difficulty losing weight, joint problems, sensitive breast to touch, pain, breast cysts, pressure in knees, and breast hardness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On sep 12, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After secondary/clinical review performed on (B)(6) 2022, it was determined h6. Health effect - clinical code e1802 is unnecessary and has been removed. On (b(6) 2022, additional information was received indicating the patient also experienced an infection. On (B)(6) 2022, additional information was received indicating the patient also experienced bilateral capsular contracture baker grade unknown. The date of explantation was identified as (B)(6) 2022. Reason for device explant and/or reoperation: generalized illness, capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 325cc breast implant had a crease/fold on the anterior view, in addition, a tear was noted within the crease/fold measuring approximately 0.2 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).